Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet rec'd them. If the meter or strips are returned, lifescan will evaluate it/them and, if the meter or strips do not pass inspection, lifescan will info FDA of the results in a supplemental report.

Event description:
On 01/17/07, the lay-user/patient contacted lifescan alleging that her one touch ultra meter was showing a battery symbol and "er2" message. In 2007, the patient's daughter stated that her mother was able to test her blood glucose in the evening. She said that her mother, the pt was asymptomatic at that evening and had gotten a "normal" reading on the meter. The next morning, the pt attempted to test her blood glucose but was unsuccessful due to the battery symbol and the "er2" message appearing. The pt called her daughter for assistance. When the pt's daughter arrived at her home, the pt had developed symptoms of feeling dizzy. It is not known if the pt ate breakfast or took insulin prior to her daughter arriving. When the daughter was examining the meter, the pt lost consciousness and fell to the floor. The paramedics were called. The paramedics rushed the pt to the hosp where a result of "450 mg/dl" using an unidentified device. The pt was treated with insulin. The pt's daughter did not know further details of the hosp visit. The pt tests her blood glucose 3-4 times a day. Typically, the pt tests her blood glucose before breakfast. She then eats breakfast before taking a dose of sliding scale insulin. The pt's daughter could not recall what her mother's medication regimen consisted of. At the time of the call with the customer care advocate (cca), the pt did not have a replacement battery to try and troubleshoot the meter issue. The pt's daughter mentioned that the meter's battery was replaced and the pt was able to get a result of "150 mg/dl" at an unspecified time on the day of the event after she had arrived home from the hosp. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the pt was unable to test her blood glucose on a specific morning before eating breakfast because the meter was displaying the battery symbol and "er2" messages. The pt developed symptoms of dizziness and lost consciousness. The pt was taken to a hospital, got a result of "450 mg/dl," and was treated with insulin.